Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room for possible damage to the battery charger and a tear on the driveline. There were several no external power and low voltage alarms noted. The log files were downloaded and captured a series of low power hazards and no external power events caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit mpu) was confirmed via the submitted log files. The reported event of a damaged mpu patient cable was not confirmed. A review of the submitted controller event log file spanned approximately 7 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 at 16:09:55, 16:10:07, 16:10:11, 16:10:24, 17:46:37, and (B)(6) 2024 at 08:39:03 and 08:43:33, the low voltage and no external power alarms activated while connected to the mpu due to both white and black lead voltages diminishing to ~1.9 ¿ 3.6v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. Additional information provided stated that the patient mentioned that their mpu seemed to alarm when moving around. There were no pictures or additional documents provided for the reported exposed wires on the patient cable. The mpu had a v-lock connector on the ac power cord and its unknown if the ac power cord came loose from the wall outlet or back of the unit. It is unknown if there was a loss of power to the house. A root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there seemed to be an issue with the mobile power unit (mpu) having exposed wires. The alarms on the mpu occurred when moving around not sedentary. The mpu had the v-lock connector. The mpu was not removed from service. The event log was reviewed and showed several no external power alarms on (B)(6) 2024 . Since then, the patient remained on battery power as they felt drained when the mpu was alarming. The mpu was exchanged, and the alarms resolved.